Event description:
It is reported that the surgeon was unable to insert the drop down stem 45mm into the tibia plate, so he completed the surgery with another drop down stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.